Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the reported problem. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result, the pitch motion was affected. The instrument was also found to have scratched grip tips and various scratch marks with light material removed on the main tube. The main tube scratch marks were 0.152¿ - 0.223" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the cadiere forceps instrument associated with this event (420049-12 / n12190617-793), has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use of the instrument. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a broken wire at the tip of the cadiere forceps instrument was identified as restricting the motion. A backup instrument of a different kind was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.